Event description:
Procedure type: gastrectomy. According to the reporter: after the first firing, the surgeon removed the device from the tissue and noticed the tissue was stapled but did not cut completely. There was unanticipated tissue loss. Nothing fell into the pt's cavity. There was no bleeding reported in excess of 500cc. The operating room time was not extended by more than 30 minutes. When the sales rep received the clinical sample and confirmed that the was terribly curved.

Manufacturer narrative:
(B)(4).